Event description:
Omnipod pod failed and alarmed after only 23 hours of use. Wireless controller identified pod failure as cause for alarm and provided reference number (B)(4). After pod sn (B)(4) alarmed, it was switched for a new pod (B)(4) lot number 30381. This pod failed and alarmed during the priming process and provided the same error reference code (B)(4) as listed on the previous pod failure. The two failures occurred within 30 minutes of each other today and only 23 hours after the previous pod failure which this writer has also reported to medwatch. Insulet corp employees have been offered the defective pods and this writer has simply been instructed to dispose of the devices as the company does not require them for analysis. (Same pt as (B)(4).)